Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient experienced a sharp pain at the ins site whenever the patient turned the ins on, even if stimulation was set to "1." The patient indicated that after 6-9 months of "terrific pain" they turned the device off and never used it again. However, the patient's overactive bladder continued to worsen and the patient was now having to go to the restroom every 1-2 hours so the patient was wondering if there was any harm in turning the ins back on. Prior to the call the patient's daughter had changed the patient programmer (pp) batteries and "everything is lit up and working."the patient was offered assistance with turning the ins on, but the patient indicated that they wanted to wait for their daughter to be present so they could turn the device on together. The patient was advised that it was unclear if stimulation would continue to be painful after turning the ins back on. The patient confirmed that the reason for the ins implant was the overactive bladder condition that was reported to have been worsening after turning the ins off and also confirmed that this was a pre-existing issue. Additionally, the patient indicated that the painful stimulation was sudden, but based on the information provided by the patient the onset of the issue appeared to coincide with the patient's implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.